Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10: h10: the device was received for evaluation. During functional testing, the reported problem of 'constant air-in-line' was reproduced. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log (ehl) revealed 'constant air-in-line' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor out of range and failed to calibrate. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.